Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. There is no deformation on the resting place from the foreign material. The event can be detected and/or prevented by following the instructions for use which state: -detection method: evis exera ii gif/cf/pcf type 180 series operation manual, chapter 3: "preparation and inspection¿. -preventive measures: evis exera ii gif/cf/pcf type 180 series reprocessing manual, chapter 5 "reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material inside the air/water tube and cylinder. There was no patient involvement.